Manufacturer narrative:
(B) (4). Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open.

Event description:
It was reported that the device ac mains led was not illuminated and the ac loss alert was on while it was connected to ac power. There was no pt use associated with the event. Physio-control evaluated the device and found that it would not operate on ac power.